Event description:
Reporter stated blood glucose monitoring device result = 400 mg/dl at 1 pm. Reporter stated being taken to the doctor about one hour later and the doctor's blood glucose monitoring device result = 235 mg/dl. Reporter indicated being given a new prescription of a different diabetes medication than was taking. Reporter stated the level one controls were in range, however the level 2 controls tested in range and then out of range. A request was made for the return of the suspect device and replacement product was sent.